Event description:
The port was placed on the right side of an elderly female pt. The user facility reported to the home hlth agency caring for the pt that the catheter had broken off and embolized. The catheter fragment was snared out and the port was removed. Another port was placed on the left side.